Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had an e315 scope error and no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely due to corrosion on endoscope connector, unsupported scope error e315, and no image occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.